Event description:
It was reported that the burr got stuck at the lesion. The target lesion was located in the right coronary artery (rca). A 1.75 mm rotalink plus and a rotawire were selected for use. The vessel course of the rca was a tortuous right ascending curve. The device was delivered in dynaglide mode, however before the device reached the lesion and prior to starting ablation, the device got stuck. The stuck burr was released by pushing the guide catheter forward and the burr was successfully removed from the patient. It was further noted that the physician wanted to initially use a 1.5 mm burr but could not use it due to insurance reasons, so a 1.75 burr was used. The number of ablations is unknown. The rotational speed was set to 180,000 rpm. The procedure was completed with a cutting device then continued using a 2.0 mm burr. No patient complications were reported and the patient was discharged.

Event description:
It was reported that the burr got stuck at the lesion. The target lesion was located in the right coronary artery (rca). A 1.75mm rotalink plus and a rotawire were selected for use. The vessel course of the rca was a tortuous right ascending curve. The device was delivered in dynaglide mode, however before the device reached the lesion and prior to starting ablation, the device got stuck. The stuck burr was released by pushing the guide catheter forward and the burr was successfully removed from the patient. It was further noted that the physician wanted to initially use a 1.5mm burr but could not use it due to insurance reasons, so a 1.75 burr was used. The number of ablations is unknown. The rotational speed was set to 180,000 rpm. The procedure was completed with a cutting device then continued using a 2.0mm burr. No patient complications were reported and the patient was discharged.

Manufacturer narrative:
Device evaluated by the manufacturer: the device was returned for analysis. The advancer, handshake connections, sheath, coil, burr and annulus were microscopically examined. The returned rotawire was removed from the device with little difficulty due to kinks in the wire. The coil is stretched. Functional testing was performed by attempting to rotate the drive shaft, however, it was unable to rotate. Product analysis confirmed the reported event due to the melted ultem. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported event.